Event description:
A customer reported an error with a continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, walked the customer through the process, and ultimately decided to replace the pump.